Event description:
It was reported that a caller experienced difficulty with the pump's quick bolus/wake button, which required multiple presses to activate the pump screen. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.